Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and evidence of moisture damage was observed on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (power issue) issue. It was reported that, after putting the battery in the pump, the pump displayed the verify screen then goes off. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.